Manufacturer narrative:
H6. Investigation: no samples (including photos) were returned as of 16 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for needle hub separates, shield does not detach as intended and needle broken due to unknown lot number. H3 other text : see h10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 328468 batch no. Unknown. It was reported that needle hub separated and stayed inside of shield. Needle shield was also difficult to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 328468 batch no. Unknown. It was reported that needle hub separated and stayed inside of shield. Needle shield was also difficult to remove.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/23/2020 h.6. Investigation: customer returned (27) loose 0.5ml bd insulin syringes. Consumer reported that needle hub separated and stayed inside of shield, needle shield was also difficult to remove, and needles look like they're broken. All 27 returned syringes were examined, and it was observed that 5 syringes exhibited needle hub/shield assemblies separated from the barrel; no damage to the barrel tip was observed. The 22 syringes with attached hub assemblies were tested to determine the shield removal force. All 22 tested syringes tested within shield removal force specification. None of these syringes exhibited a broken cannula. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862422] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (cannula broken) process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: air jet out of adjustment. H3 other text : see h.10

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 328468; batch no. Unknown. It was reported that needle hub separated and stayed inside of shield. Needle shield was also difficult to remove.